Event description:
It was reported that this right ventricular (rv) lead was repositioned as a perforation to the heart wall was noted. No changes were made to the system and this product remains in-service. No additional adverse patient effects were reported.